Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5. The patient was implanted with the reported cage along with the nuva manufactured screw. On an unknown date, post-op, the implanted cage backed out. Hence, the patient underwent a revision surgery, in which, the backed out cage was replaced with a cage of bigger size (14mm). Patient has been discharged from the hospital and patient's issue has been reported as resolved.

Manufacturer narrative:
X-ray results: post-op x-rays for tlif (level unknown) shows back-out of the interbody graft. The lubricity (sliminess) of the graft has not precisely been identified as a factor in this type of failure mode. If information is provided in the future, a supplemental report will be issued.